Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted into the patient. It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 along with excision of foreign body [mesh] and cystourethroscopy due to stress urinary incontinence. It was reported that following insertion the patient experienced ¿sex is painful; suffered from anxiety and depression; problems with urination until further surgery could be performed; severe pain; infection; erosion of mesh into tissue and organs; light bleeding. It was reported that patient underwent mesh removal on (B)(6) 2006 due to difficulty with urination and had an infection; reason for surgery is status post mesh with intermittent incontinence and urinary retention and urinary tract infection procedure is release of mesh and trimming with vaginal reapproximation and cystoscopy. It was reported that patient underwent partial removal of another mesh on (B)(6) 2007 due to severe pain and unable to have sex.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.